Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient reported experiencing hyperglycemia with blood glucose (bg) levels of 300 mg/dl following persistence of an ilet alert 38. The user performed a complete supply change, which corrected the elevated bg. No medical intervention or hospitalization was required, and no long-term health effects were reported.